Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device emitted excessive smoke and the heater wire came off of the tip of the jaws. Nothing fell into the surgical site and no intervention was required. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined that the heater wire was dislodged from the tip of the jaw. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. No excessive smoke was observed during the testing. Based upon the evaluation results, the reported complaint could not be confirmed for excessive smoke; however, it was confirmed for the dislodged heater wire. (B)(4).